Event description:
This report is deemed reportable based on the allegations in a result which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. The plaintiff alleges sling mesh was implanted with the intention of treating her for urinary incontinence but the mesh had eroded into her vagina. Plaintiff alleges she had pain and had surgical procedures in attempt to repair the mesh. The attempt to repair the mesh have been unsuccessful. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info becomes to its attention.

Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there was not any problems noted that would impact this report. A review of complaints was performed and there have not been any similar reports related to a device malfunction.